Event description:
It was reported that the brakes were not holding to specification due to damaged/delaminating caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.